Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event of real time clock error was confirmed the device was not able to function as intended. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. However, during supplemental testing, the controller internal battery (bt2) was found depleted and with signs of leakage. This internal battery was unable to be recharged. The most likely root cause of the reported event can be attributed to coin cell run down. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported from the site that after the smr upgrade the controller was not able to store date and time. After each restart of the controller date and time was reset again. An elective controller exchange was performed and it was stated that there were no effects of the patient. No additional information available.